Event description:
The customer reported a "loudspeaker failure" of the intellivue multi-measurement module x3. No further information was made available (like if a speaker malf. Inop was displayed and if there was still sound coming from the device). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker failure of the intellivue multi-measurement module x3. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.